Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the implant procedure, the implantable cardiac monitor (icm) detected false pauses due to undersensing. The icm remains in use. No patient complications have been reported as a result of this event.